Manufacturer narrative:
Results - brake cams.

Event description:
It was reported by service report that the brakes would not hold and the zoom cover was broken exposing sharp edges. No pt involvement or adverse consequences were reported.